Event description:
It was reported the patient presented to the emergency room after a syncopal episode. Loss of capture was found on the device. After the interrogation the device was unable to be re-interrogated. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned, analyzed, and no anomalies were found.